Event description:
Reference number (B)(4) event occured in the united states it was reported that the patient faced infusion set that was pulled out event on 10-feb-2026. No further information is available

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.